Event description:
It was reported that during the use of the product, the flat filter's male connector broke off from the base. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample was received; therefore, visual and functional testing could not be performed. A photo was provided. Result of observing the provided photos, it was confirmed that the male connector of the flat filter was broke. This event is considered to be caused by the continuous or instantaneous excessive load applied to the base of the male connector of the filter. However, the cause of the occurrence could not be identified because the actual product was not returned and a detailed investigation could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. Overseas manufacturers was notified of the occurrence of this event and record this event in a database to monitor the future occurrence status. No information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).